Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report from the customer that a failure to alarm occurred on (B)(6) 2021. No patient injury reported do to this event.

Manufacturer narrative:
No-fault found. The spacelabs equipment involved in the reported event operated according to specifications when tested onsite by the fse. A review of the patient's ics database record suggests that this patient was not connected to the monitor on the date of the suspected failure to alarm. This report is complete, and the issue is considered closed.